Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens implant procedure, a scratch on lens was noticed after it was implanted. The scratched lens was replaced during the initial procedure. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Only the empty lens carton was returned with the packaging inserts. The lens, lens case, and peel pouch were not returned for evaluation. The file indicated he use of a qualified company cartridge, with an unspecified company handpiece, and a viscoelastic that is not qualified for the product combination used. The iol was not returned for an evaluation. The root cause for the reported complaint appears to be related to failure to follow the IFU (instruction for use). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).